Event description:
It was reported the customer had a low blood glucose of 24 mg/dl. The customer also stated the insulin did not shut off when their blood glucose was below 60 mg/dl. Customer stated they had treated their blood glucose with juice. It was also found the customer felt incoherent and had weakness in their leg. The customer also reported receiving calibration error and lost sensor alerts. The customer's blood glucose was 124 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).